Event description:
It was reported that air bubbles or gaps were present in the tandem mobi cartridge during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, with assistance, removed the air bubbles using the fill tubing feature and was able to resume insulin therapy, confirming understanding of the resolution before disconnecting the call.